Event description:
The customer reported being in the intensive care unit for diabetes ketoacidosis and her battery was depleted while being in the hospital. The caller stated that the paramedics were called and her blood glucose was over 700mg/dl by the time the paramedics arrived. The customer spent one week in the hospital until stabilized. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.